Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure of the customer complaint. The fenestrated bipolar forceps was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. Additional observation not reported was that the instrument was found have a broken yaw pulley, allowing the cable crimp to dislodge from it slot. A piece of the yaw pulley was hanging off but no material appear to be broken off or missing at grip assembly.

Event description:
It was reported that during a da vinci assisted inguinal hernia repair procedure, the fenestrated bipolar forceps had a broken cable. The procedure was completed and there was no patient injury.